Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report an event in (B)(6) as follows: it was reported that the replacement part screw that belongs to the alignment indicator instrument for the helical blade inserter is no longer functional. The replacement part item has been discarded. No other information is available. Concomitant device: helical blade inserter (item 357.372, lot # unknown, quantity 1 each) this is report 1 of 1 for (B)(4).